Manufacturer narrative:
B1. Corrected to include adverse event and product problem. B5. Corrected to further clarify the reported event. D4. Updated to include UDI. H6. Corrected to include the impact codes of inadequate treatment and imaging required and the device code of fracture. Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code cause not established will be used.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. It was also stated that the patients paddle was sheered at the bottom. No device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. It was also stated that the patients paddle was sheered at the bottom. No device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned.

Manufacturer narrative:
B1. Corrected to include adverse event and product problem. B5. Corrected to further clarify the reported event. D4. Updated to include UDI. H6. Corrected to include the impact codes of inadequate treatment and imaging required and the device code of fracture. Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient noted a change on his paresthesia coverage two months ago. The patient previously had equal bilateral coverage and now has coverage only on the right side. X ray imaging was performed, and it was noticed that the lead had migrated an entire vertebral level and was sheered at the bottom. A surgical intervention was performed in which the lead was explanted and replaced. The patient is reported to be doing well after the procedure.